Manufacturer narrative:
The miseal handpiece and the miseal thermal ligating shears kit were not returned in a timely manner, therefore no investigation could be conducted. No lot numbers were provided; therefore the device history records could not be reviewed.

Event description:
Partway through a lap band procedure, the silicone boot started to peel back from the jaw, it did not come off completely. The surgeon acknowledge that there was a lot of scar tissue so the instrument was probably being used more than usual for this procedure. The tip was replaced and the case was completed. No pt info was provided.